Event description:
During the surgery, the covidien ligasure maryland jaw laparoscopic sealer/divider was sticking to tissue and tearing tissue while cauterizing causing additional bleeding. It was removed and a new one was used that worked without any issues.